Manufacturer narrative:
Analysis found that there were biological contaminants lodges into the cutting tip which would have resulted in reduced performance of the suction. The inner shaft broke 0.59¿ from the distal face of the inner hub which would have resulted in the reported malfunction. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the blade would not vacuum the debris properly during the procedure. When the blade was taken out of the patient, it was cracked in half. The cracked piece did fragment but there was no pieces left in the patient. Another blade was used to complete the procedure. There was no patient injury.